Event description:
It was reported that the patient came to the emergency room with atrial flutter and complained of light headedness. The system was evaluated and everything was working as expected. It was noted that the device was giving a lot of therapy and did break it for shorter periods of time, and that on end on the anti-tachycardia pacing (atp) there seemed to be pause in the r-wave. Atp was turned off per doctor request. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.